Manufacturer narrative:
This event was reviewed by the aga medical erosion board and based on the information available the cause of the event could not be determined. No further information regarding this event has been provided after multiple attempts to retrieve the information.

Event description:
According to the information received, a 15mm amplatzer septal occluder (aso) was implanted after balloon sizing to 14.3mm under tee guidance. The patient collapsed the following day before discharge and was taken to surgery for explantation. The patient has recuperated and the asd was closed surgically.

Manufacturer narrative:
The aga medical erosion board reviewed and adjudicated this event and determined an erosion occurred.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. This event will be reviewed by the aga medical erosion board. Upon adjudication, the results will be provided in a supplemental report.